Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2009. Post operatively, the pt complained of burning on both (ou) eyes. Also, thirty minutes post-operatively, the surgeon observed that the pt's right (od) eye flap had wrinkles. The same day, the flap was refloated and the pt was prescribed topical steroids. The pt's pre-operative best corrected visual acuity (bcva) was 20/20 for the left (os) eye and 20/20 od. Post-operatively, the pt's visual acuity (va) is 20/20 os and 20/20 od. The pt resolved, and the burning sensation went away the same day.

Manufacturer narrative:
A device eval was not warranted, because the laser was functioning as intended. The preventive maintenance records were reviewed for this laser, and showed that a pm visit was performed in 2009, and then three months later. At the pm visits, the user performed within specifications. A clinical development specialist (cds) has been in contact with the site since the report of this event, obtaining pt status and attempting to determine a potential root cause for the post operative pain. The dr reported that the pt rubbed his eye post-operatively causing the wrinkles. Although the root cause was not identified for the pain, the cds advised the customer to drain and clean the sterilizer, start with new drops each day, and meet with pre-op, post-op staff to ensure consistency. No additional pain related problems have been reported. Wrinkles.